Event description:
It was reported that dr (B)(6) attempted to use the air dermatome on (B)(6), 2010. The air dermatome addressed was used following the unsuccessful use of an electric dermatome initially. The air dermatome was running and harvesting graft when tone/noise/sound changed slightly, pressure fell slightly below 100psi, and the device skipped across tissue resulting in an unusable donor graft. At this time, dr (B)(6) aborted procedure entirely without completing planned harvest of donor tissue.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.